Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device has declined gradually and is impacting their ability to communicate. In-situ testing showed affected channels. Re-implantation is being considered.

Event description:
The user's hearing performance with the device has declined gradually and is impacting their ability to communicate. In-situ testing showed affected channels. The user was re-implanted.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, during investigation the exact location of damage could not be determined due to the device's received condition. Other mechanical damages found are attributable to the removal surgery. This is a final report.